Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique, further described as patient made a mistake/ touch contamination. Eight days after the onset of peritonitis, the patient was hospitalized for the event. While in the hospital, the patient received vancomycin and gentamycin (doses, frequencies and routes not reported) for peritonitis. Six days after admission to the hospital, the patient was discharged. After discharge from the hospital, the patient¿s fluid was still slightly hazy and the patient was treated with ancef and one unknown antibiotic therapy (dosages, frequencies and routes not reported). At the time of this report, the patient had recovered from peritonitis and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.